Event description:
It was reported that on (B)(6) 2013 a patient had her stimulation on and went under electrical towers and felt a jolt. She turned the stimulation off and back on without issues. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown, serial# (B)(4), implanted: (B)(6) 2002. Product type: unknown: product ID 74001, lot# n231703, implanted: (B)(6) 2010. Product type: adapter: product ID 3887-28, lot# j0208322v, implanted: (B)(6) 2002. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).